Manufacturer narrative:
Plant investigation: the blood pump device was returned to the manufacturer for physical evaluation. A visual inspection of the returned blood pump found missing rotor and unknown substance in the rotor housing. Unable to confirm the reported failure due to missing rotor. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, assembly problem identified cause traced to user were selected because the blood pump was not returned completely assembled.

Event description:
A user facility biomedical technician (bmt) reported to technical support that a 2008t machine¿s blood pump rotor tubing guide pin cover is loose and damaged the blood pump tubing during a patient's hemodialysis (hd) treatment, causing a leak. It was unknown if there were any diagnostic messages or audible alarms. The bmt reported there was damage to the blood pump housing also, likely caused by the rotor. The machine had 38199 hours. Upon follow-up, the bmt stated the blood pump rotor tubing guide roller came loose and tore a hole in the blood pump tubing, causing a blood leak to occur. The bmt received a replacement blood pump module for replacement and stated the machine remains out of service pending replacement of the component. Per bmt the rotor was not original to the machine. The bmt also stated that fresenius bloodlines were used for treatment and confirmed that there were no defects or damage seen on the machine or bloodline prior to the event. The bmt was unable to report how long into treatment the event occurred and stated treatment was immediately halted and the patient¿s blood was not returned. The bmt stated the estimated blood loss was unknown. Immediately following the event, the patient was re-setup with new supplies on a different machine where the patient was able to complete treatment without further issue. The bmt confirmed that there was no patient injury, adverse events, or medical intervention required as a result of the reported event. The bmt stated the component was available to be returned for manufacturer evaluation.

Event description:
A user facility biomedical technician (bmt) reported to technical support that a 2008t machine¿s blood pump rotor tubing guide pin cover is loose and damaged the blood pump tubing during a patient's hemodialysis (hd) treatment, causing a leak. It was unknown if there were any diagnostic messages or audible alarms. The bmt reported there was damage to the blood pump housing also, likely caused by the rotor. The machine had 38199 hours. Upon follow-up, the bmt stated the blood pump rotor tubing guide roller came loose and tore a hole in the blood pump tubing, causing a blood leak to occur. The bmt received a replacement blood pump module for replacement and stated the machine remains out of service pending replacement of the component. Per bmt the rotor was not original to the machine. The bmt also stated that fresenius bloodlines were used for treatment and confirmed that there were no defects or damage seen on the machine or bloodline prior to the event. The bmt was unable to report how long into treatment the event occurred and stated treatment was immediately halted and the patient¿s blood was not returned. The bmt stated the estimated blood loss was unknown. Immediately following the event, the patient was re-setup with new supplies on a different machine where the patient was able to complete treatment without further issue. The bmt confirmed that there was no patient injury, adverse events, or medical intervention required as a result of the reported event. The bmt stated the component was available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.